Manufacturer narrative:
For the last calibration performed on (B)(6) 2022, calibration signals were ok for the first calibrator level, but were lower than expected for the second calibrator level. Quality controls measured on (B)(6) 2022 were within range.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth immunoassay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a pth value of 6.4 pg/ml and repeated as 45.1 pg/ml. The 45.1 pg/ml value was believed to be correct since it corresponded to the patient's previous result. The second sample initially resulted in a pth value of 35.7 pg/ml and repeated as 153 pg/ml. The pth reagent lot number was 583612, with an expiration date of march 2023.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.